Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 9347682. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system hub was found cracked during use after droplets were seen between the needle and infusion set connection. The following information was provided by the initial reporter, translated from chinese: "at 8:35, on (B)(6), it was prescribed for infusion pre-operation, at 8:50, the nurse in the process of patrol found 7 bed in the input in the process of the drug in patients with indwelling needle and infusion joint water, wipe again after, immediately suspected indwelling needle crack occurs, immediately to pull out the needle to change, not serious effects to patients, families with the patient explanation, the family members understood... Google translation: at 8:35 a.m. On (B)(6), the child was given an infusion according to the doctor's order. At about 8:50, the nurse found that water droplets appeared at the connection between the indwelling needle and the infusion set of the 7 patients during the inspection process. After wiping it appeared again immediately, and it was suspected that the indwelling needle tube was cracked, and the needle was removed and replaced immediately, which did not cause serious impact to the patient. I explained it to the patient's family, and the family expressed their understanding."